Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external leak from the drain bag ¿due to stopcock drop down¿ was observed. It was reported the set was in use ¿less than 24 hours¿. It was reported the set was replaced and treatment continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available, however, a photograph of the drain bag was provided for evaluation. The visual inspection of the provided picture showed that the yellow valve of the drain bag was fixed with a tape, probably due to the reported disconnection. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.